Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/23/2012. The event of "infection - early onset" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral "leaking" and infection due to an infectious disease in the breast, name unknown.

Event description:
Patient reported a right side deflation, erosion, and infection due to an infectious disease in the breast, name unknown. Additional event swelling. Device has been explanted.